Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy, painful, bleeding open wounds .there was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an antibiotic and instructed pt not to wear the lifevest until skin irritation heals. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.